Event description:
It was reported that during a routine follow-up, interrogation found a decrease in atrial sensing from greater than 3.0 mv to 0.3 mv. Loss of atrial capture even at maximum output was also noted. A chest x-ray confirmed that the atrial lead had dislodged. Programming was set to vvi.

Event description:
New information indicates the lead was capped on (B)(6) 2014 during an unrelated procedure. The patient was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.